Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it dislodged during the implant attempt and during the reposition it exhibited helix extension and retraction issues . No adverse patient effects were reported.

Manufacturer narrative:
The dislodgment allegation was not confirmed. But returned paperwork or other input indicates that a primary failure of the helix function likely occurred. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it dislodged during the implant attempt and during the reposition it exhibited helix extension and retraction issues. The lead was returned and analyzed. No adverse patient effects were reported.